Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient works at lowes and the security devices effect her device. The patient wanted to change to a cashier position and she was concerned because she was going to be closer to the security screeners by the door (5-10 feet away). The patient reported that it "wasn't a big deal". The patient stated that sometimes when she walked through the security screeners or past the security door, the implant would shock her for a second or up to 5 seconds and then it was over. The patient did not want to turn off the implant because it is for her bladder and if she turns the implant off, she would have frequency. Patient services explained electromagnetic interference (emi) and that the further the patient is from the security devices, the better. The patient noted that she had talked to her manufacturer representative and he said that the shocking was from the security devices. Additional information was received from a manufacturer representative (rep). It was reported that the rep was not aware of the patient experiencing shock or electromagnetic interference (emi) from the security screeners. The rep reported that the only issue he was aware of was that the patient was in an automobile accident and wanted to have her device checked. No further complications were anticipated/reported.